Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to wrong input connection. No specific cause of the wrong input connection could be identified. The indicated phenomenon can be prevented by complying the following: "a. Chapter installation and connection/3.1 warnings and precautions: installation and connection" "b.3.5 connection of the observation monitor" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center is unable to display image. The event occurred after procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse confirmed the reported issue. In addition, the fse changed the monitor input to digital visual interface. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.